Event description:
It was initially reported that the patient was experiencing a fury of seizures that ultimately stopped and return to normal level with no intervention. The patient had only been implanted a few months at this point and the physician was still attempting to find the ideal therapeutic settings and was decreasing and adjusting medication at the same time. It is unknown the cause of the flurry or if it was related to vns. Good faith attempts for more information have been unsuccessful to date.